Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine generator replacement, high capture thresholds were observed. The lead was explanted and replaced. The replacement went normally, and the patient tolerated the procedure well.

Manufacturer narrative:
A partial lead was returned for analysis in two segments. The damage found was sustained during the surgical procedure. The portions of the lead that were returned were otherwise normal.